Manufacturer narrative:
Concomitant medical product: w1dr01 ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture, high thresholds and high impedance in the bipolar configuration. The rv lead was reprogrammed, capped and replaced. No patient complications have been reported as a result of this event.